Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted during troubleshooting that the rear tubing for dispense probe one on the tubing manifold had come off a fitting. The fse reconnected the tubing to the manifold to correct the event. A system check, access estradiol and access lh calibration and quality control was within specifications. In conclusion, the loose dispense probe tubing is the cause of this event as inefficient particle washing would result in imprecision and increased relative light unit response of an analyte which could lead to erroneous results. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported failing calibrations for estradiol (access estradiol) and luteinizing hormone (access hlh) assays on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The customer also reported quality control for access estradiol, access lh, testosterone (access testosterone) and progesterone (access progesterone) assays were out of specification. During instrument troubleshooting, the customer reported the cover of the analytical module was wet. Two system check routines run as part of troubleshooting failed washed % cv (coefficient of variation) specifications. The customer did not report any affect to patient test results or change to patient treatment in connection to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.